Event description:
The account alleged that the brakes would not hold when the brakes are applied. No patient impact.

Manufacturer narrative:
Technician found the brake mechanism assembly is broken beyond repair and the brake and steer casters also need replacing due to age and wear. The technician replaced the brake mechanism assembly and installed new brake/steer caster and brake casters to resolve the issue.